Event description:
Md advanced shockwave device into the right coronary artery, inflated balloon to manufacturer's recommended nominal pressure. Md noted balloon ruptured. Balloon removed intact, no harm to patient. No changes in heart rhythm or hemodynamics. Md successfully used new shockwave device.